Event description:
Caller reported an issue with not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level since it did not exceed 500 mg/dl nor did the cgm read "high". The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.